Event description:
It was reported that warmth around the pump implant site started within a week of implant. The patient didn¿t see her doctor for about five weeks after surgery. When she saw him, he said that the patient might have an infection and put her on antibiotics. After starting on the antibiotics, the warmth went away. It was noted that the pump was working well for her at the time of report. The reporter thought that the pump contained morphine, though he wasn¿t sure. Six days later, it was reported that the pump site had been warm since implant and was still warm at the time of report. The reporter stated that, since the patient was on antibiotics, it would have to be assumed that the patient had an infection or that the healthcare provider (hcp) was giving her medication as a precautionary measure. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).